Event description:
This report was received as a result of an article published in the san francisco examiner dated 9/12/1999. News article reports that pt suffered post-operative infection following heart surgery due to use of vicryl suture.